Event description:
It was reported that patient experienced cellulitis at infusion set site on (B)(6) 2026 with the insertion area appearing pink and red, accompanied by tenderness and hardness, and the condition was treated with antibiotic doxycycline.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.